Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the internal handles were scrapped onsite and will not be returning to zoll.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed to discharge using the discharge button on these internal handles. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2019-00255 for a similar event reported from the same customer.